Manufacturer narrative:
Manufacturers ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2016. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged device perforation and tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. The following allegations have been investigated: vena cava perforation/embedment, difficult retrieval, tilt, pain, fever, renal artery occlusion, kidney injury, physical limitations, depression, anxiety. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Unknown if the reported fever, renal artery occlusion, kidney injury, physical limitations, depression, anxiety are directly related to the filter and unable to identify a corresponding failure mode at this point in time. Catalog number and lot number are unknown; however, there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2016 via the right common femoral vein due to deep vein thrombosis (dvt), followed by unsuccessful retrieval attempts on (B)(6) 2017 and (B)(6) 2018, as well as a successful removal on (B)(6) 2018. Patient is alleging vena cava perforation and embedment. The patient further alleges "the plaintiff's complaints are that the embedded ivc filter caused the plaintiff lower back and groin pain, and spiked fever. The plaintiff also suffered severe right-sided flank pain, with occlusion of the right renal artery and acute kidney injury" and "the plaintiff contends that he no longer engages in running or exercising. He also complains of not being able to stand for more than 10 minutes, " as well as "depression/anxiety 2018; plaintiff is still receiving treatment for depression and anxiety." Retrieval report (attempted): "the filter. To be abutting against the medial aspect of the wall. Multiple attempts were used to try to achieve it using combination of change angled glide catheters and wires. Without success." Retrieval report (attempted): "we did do a venogram confirm no significant thrombus within the interstices of the filter itself. Using combination of a stiff wire as well as a sauce catheter. To stabilize filter. We attempted to retrieve the filter. But we could not gained purchase of the hook we did try multiple projections. Lateral and medial projections. Without success." Retrieval report (successful): "this demonstrated a tilted filter with embedded proximal hook within the ivc wall. Multiple endovascular techniques were attempted to engage the ivc hook to retrieve the filter..." "Of note, there was total encasement of the ivc filter hook in the fibrous tissue along the caval endothelial surface making the retrieval of the filter extremely difficult and challenging." "Ultimately, using the alligator rigid endobronchial forceps, the encasing fibrous tissue was dissected and the hook of the ivc filter was grasped with the alligator. The sheath was advanced and the filter was captured and retrieved and pulled out of the sheath. The filter was examined on the table. No major fracture of the ivc prongs or legs were identified. A spot image of the abdomen and chest was performed. No embolized or retained foreign body was identified in the chest or abdomen."